Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette removal alarm goes off. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event history confirmed that there was a record of occurred continuously no disposable attached when the cassette connected to the pump. The reported problem was confirmed, and the cause was defective downstream or upstream sensor. Replaced the downstream and upstream sensor. Performed all function test and all passed.